Event description:
It was reported to boston scientific corporation that a captivator large oval med stiff snare was used in the descending colon during a removal of 22mm polyps procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device could not remove the polyposis of the patient. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Block h6: problem code a050702 captures the reportable event of snare loop cutting problems. Block h10: (product investigation) one captivator snare was received for analysis. Visual analysis of the device and the active cord found no device problems. Functional evaluation of the returned device found that when the device was connected to the 10 inch loop fixture, it contracted and extended well. Continuity test and dimensional test were also performed and the device's electrical resistance were within specification. No other device problems were noted. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems with the device during visual, functional, and continuity test. Based on the analysis of the returned device and the information available, the code selected as the most probable cause is no problem detected. This code was selected since the reported event could not be confirmed.

Event description:
It was reported to boston scientific corporation that a captivator large oval med stiff snare was used in the descending colon during a removal of 22mm polyps procedure performed on (B)(6) 2022. During the procedure and inside the patient, the device could not remove the polyposis of the patient. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.